Manufacturer narrative:
The field service technician had replaced the turbine to correct the reported problem.

Event description:
It was originally reported that the ventilator had a noisy turbine and was not operating properly. The field service technician subsequently reported that the ventilator would not pass the leak test and had a seized turbine.